Event description:
Covidien received info where the 840 ventilator was inoperable. There was no pt involvement. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.